Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes "edta - 367856 - fm".

Manufacturer narrative:
Additional information: the device history records for batch 7034512 have been reviewed with no issues being identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes "edta - 367856 - fm".